Event description:
It was reported that at the start of the case, using the 9800 system, a regular fluoro image was taken then moved to cine run with the system set to auto save. When the user went to print the first image the image was not there. There was no injury to the pt.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.